Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The blood in the extra corporeal circuit of a prismaflex m100 set was reportedly running back into the syringe line and to the empty non-baxter syringe during dialysis. The reporter further stated that there was an external blood leakage between the syringe and the prismaflex set. This issue was noted approximately 12 hours into treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The patient was receiving epoprostenol sodium ph12 at the time of the event. Should additional relevant information become available, a supplemental report will be submitted.